Event description:
A malfunction on the pump was reported, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. To address the problem, customer technical support (cts) decided to replace the pump. The customer was informed they would receive a pump with updated software, and they were given instructions on how to put the current pump into storage mode before returning it to tandem. The customer was advised to return the pump within 10 days and to program their settings and connect their continuous glucose monitor (cgm) to the new pump. The customer acknowledged these instructions and the replacement pump was sent.